Event description:
It was reported that the pt experienced a shocking or jolting sensation. Unable to follow up with the contact info provided, no add'l info was obtained.

Manufacturer narrative:
(B) (4).